Event description:
Additional information received from the patient indicated the patient's family doctor was notified when the issue happened. The circumstances that led to stimulation going off for 2 days included taking 2 days to get the cord. It was noted the patient experienced no symptoms relating to stimulation going off. Steps taken to resolve the issue included calling to get someone to help and just sending a cord. It was noted that the cord had been fixed but the patient stated "nothing on adjusting it" when asked if the issue was resolved.

Event description:
The patient reported she noticed she did not feel good and she did not have stimulation; the lack of stimulation was for the past 2 days. She was never programmed following implant. The indication for therapy was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.